Event description:
Reason(s) for revision: trauma - periprosthetic column fracture after a fall.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: trauma - periprosthetic column fracture after a fall. Cup remains in situ and further asr xl components with competitor stem ((B)(4)) were implanted on the same date as this revision took place, but have not yet been revised. This is a 2 stage revise. The 2nd stage products remain in situ. When we receive confirmation of revision for these products they will be created on a separate com. Update rec'd 04 february 2015 - notification received from (B)(6) that the patient is now deceased, date of death was (B)(6) 2014 and the cause of death is unknown. There has been no allegation of a link between the death of the patient and the products. 11 feb 2015 - updated patient details missed on 04 feb 2015 update.